Event description:
Additional information received subsequent to the initial medwatch report filed, states that the subject had coronary artery disease and received stents to the left circumflex and ramus intermedius in (B)(6) 2010. Additionally, subsequent circumflex restenosis was treated with a promus stent. The last cardiac catheterization was on (B)(6) 2010; it showed 95% mid left circumflex and was treated with a stent at that time. The last echocardiogram on (B)(6) 2010 showed an ejection fraction of 50-55% with segmental wall motion abnormalities. The last carotid ultrasound on (B)(6) 2010 showed moderate stenosis of the right carotid bulb and severe carotid disease 50-79% of the left bulb. The subject's abis on (B)(6) 2010 had moderate-to-severe resting arterial insufficiency in both extremities. The subject presented to the emergency room on (B)(6) 2012 approximately 18 months post coronary stenting procedure with complaints of chest pain and nausea, and was admitted with non-st elevation mycardial infarction (nstemi) and left foot cellulitis. The subject had a cardiac catheterization procedure on (B)(6) 2010 which revealed a totally occluded right coronary artery with distal vessel filing via collaterals from the left anterior descending (lad) system; mild disease in the proximal lad of approximately 50% severity and 30% narrowing in the large ramus intermedius branch, which exhibits a stent in it. The proximal circumflex had a stent inside of a stent and was now thrombosed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The vessel was recanalized with balloon angioplasty and identification of a lesion at the distal edge of the stented area. Although quite tortuous in the proximal circumflex and difficult to advance through the double stented portion of the vessel, a non-abbott stent reached the lesion and was deployed. Post procedure the subject was asymptomatic without any chest pain and there were no reported complications. It was noted that telemetry monitoring did not reveal any abnormality; only some occasional pvcs. The subject was discharged to home the following day. No additional information was provided. Indication for use, non-de novo lesion. There were no reported product deficiencies. The reported patient effects of myocardial infarction, thrombosis, stenosis/restenosis, angina, and nausea are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known adverse patient events. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: safety and effectiveness of the promus stent has not been established for subject populations with in-stent restenosed lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 18 months post stenting procedure the subject experienced a myocardial infarction. Though requested, no additional information was provided.